Event description:
The customer reported sparks were noted from the device. The device was programmed to deliver an unspecified concentration of midazolam and an unspecified concentration of fentanyl with a 1000ml vtbi (volume to be infused), for a duration of 24hrs and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, it was reported that a few drops of the solution entered the device. It was reported the device alarmed with an unspecified malfunction code and sparks were noted coming from the device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 03/11/2010. Testing and investigation found that the ac receptacle on the rear case was melted and that a capacitor was blown. This was due to contamination. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).